Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device battery monitoring voltage was 2.911 volts with an estimated operating power level of 32.5 mw while the device reported usage of 135.0 mw. Review of device memory noted a pattern of increasing power consumption. Automated testing was performed confirming therapy remained available. Further testing isolated a high current condition within an internal capacitor causing current leakage and the observed increase in power consumption. Laboratory analysis confirmed the reported clinical observation of premature battery depletion.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced.